Event description:
It was further reported: index procedure: in (B)(6) 2007 - the patient presented with stable angina. The 99%stenosed, de-novo target lesion was 20mm long with a reference vessel diameter of 2.5 mm, located in the proximal right coronary artery (rca). The physician pre dilated the lesion with an unknown balloon catheter and placed two (2.75 x 32mm and a 2.75 x 24mm) taxus express 2 stents. Following post dilatation with an unknown balloon catheter, residual stenosis was 0% and). Timi flow grade improved from 2 to 3. The patient was discharged the next day on panaldine and bayaspirin. In (B)(6) 2012 - the target lesion was located in the proximal right coronary artery (rca). Timi - 3 remained unchanged throughout the procedure.

Event description:
(B)(4). Same case as MDR ID# 2134265-2012-05729. Index procedure - two taxus express2 stents were implanted in an unknown vessel. (B)(6) 2012 - coronary angiography (cag) was performed, restenosis in the proximal right coronary artery (rca) was confirmed. (B)(6) 2012- the patient was hospitalized. The next day percutaneous coronary intervention (pci) was performed to treat a 75% stenosed target lesion that was 2.5mm in diameter and 12mm in length located in an unknown vessel. A promus element 2.5 x 12mm stent was implanted. The next day there was no sign of angina, 0% residual restenosis and the patient was sent home on bayaspirin and panaldine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).